Event description:
A customer reported to baxter corporate product surveillance an intermate in which the bladder ruptured during filling. According to the report, the device was being filled with an unknown sodium solution. The balloon was noted to be in the footed position. There were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was received for evaluation. The customer reported problem, ruptured bladder, was confirmed during the visual inspection. However, the root cause could not be identified.